Event description:
During the device evaluation, the uretero-reno videoscope was found to exhibit detached/delaminated bending section support pins. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed delaminated bending section support pins could not be determined, however, the issue was likely the result of component failure due to excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.